Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Lens has reddish brown colored debris/residue on optic. (B)(4).

Event description:
The reporter stated that the surgeon removed a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, from its vial and when rinsing the lens he noted red debris in the middle of the lens optic. There was no patient contact.

Manufacturer narrative:
Method: (materials and chemistry evaluation): the reddish debris found on the lens was sent for analysis to be investigated further using a fourier transform infrared spectroscopy and scanning electron microscopy with energy dispersive x-ray spectroscopy(sem-edx); the particulate consisted of oxidized steel (composed of iron, chromium, and nickel), silicates (sodium, aluminum, potassium, and calcium), and other organic carbonates. Review of the lens manufacturing process and equipment did not find probable causes for the particulate review of the lens manufacturing process and equipment did not find any probable causes for the particulate. Part of the processing, production lenses are visually inspected under magnification twice to help ensure particulates, such as this reddish debris, are detected. Method: (device from same lot evaluated): a lens work order search was performed. No other similar complaints found. (B)(4).